Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that adaptive deep brain stimulation (adbs) programming in group b was lost after extension replacement. Before the operation, the patient used group b adbs programming. During the extension only replacement, the implantable neurostimulator (ins) was removed and connected to a new extension. After checking the ins settings, the settings in adaptive deep brain stimulation (adbs) mode disappeared - group b was no longer adbs. Non active groups a and c had no change. The connection was lost due to the extension replacement, which might be the cause. Invalid data and invalid settings error messages were displayed indicating all settings will be erased, error code: 000000b62. When the physician pressed 'cancel', it reappeared again and again, so they pressed 'ok' and the program seemed to have been changed. No particular troubleshooting nor action taken was performed. The issue was resolved. Additional information was received reporting that the software version was up to date. Brainsense records were still available so brainsense could be reconfigured.